Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm unexpected battery power loss due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The device will not be returned for the analysis.